Event description:
Post diagnostic cardiac cath, decision was made to angioplasty and stent proximal circumflex lesion. Lesion was predilated with 2.5/2.0mm catheter. A 3.5 coronary stent was attempted to be deployed, but was unable to advance thru acute angle of vessel prior to lesion. Co's catheter was removed form guiding cahteter, stent was not on balloon. Upon injection of lca, physician felt stent was possibly in left main. A 4mm microsnare was used to retrieve stent from left main, snare and guiding catheter was removed as a whole unit. Stent could not be retrieved and is presumed to be lost in the peripheral circulation of the lower extremity, probably the right lower extremity.